Manufacturer narrative:
Reported event: an event regarding altr involving an unknown metal head was reported. The event was not confirmed. Method & results:-device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by counsel that claimant underwent left tha on (B)(6), 2015 and was implanted with an lfit anatomic v40 femoral head and accolade hip stem. Her left hip was revised on (B)(6) 2024, allegedly due to adverse local tissue reaction.